Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2009, a healthcare provider contacted lifescan (lfs) alleging that the patient's one touch ultralink meter was prompting an "error 1" message. Per the one touch ultralink meter, this error indicates a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The reporter stated that the alleged error message began to appear approximately 2 weeks prior to contacting lfs. The customer care advocate (cca) noted that the patient manages her diabetes with oral medications; however, it is not known if the patient made any changes to her diabetes management as a result of the alleged issue. In addition, the reporter was unable to confirm if the patient developed symptoms after the issue began. On (B)(6), 2009, the reporter claimed that the patient went to a clinic, but did not know if the office visit was a scheduled appointment or if the patient went there for urgent care. The reporter did not know if the patient received any treatment at the time of the doctor's visit. The cca noted that the alleged issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. There is no evidence suggesting that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor is there any information that indicates that she had to receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.